Event description:
Customer states that pump delivered volume from three tests were 10.8, 10.6 and 10.6 ml. Rate and dosage provided were 125 ml/hr and 10 ml.

Manufacturer narrative:
The volumetric accuracy tests were performed and pump delivered within +/-5% specification. The complaint could not be duplicated.